Event description:
It was reported that the customer had high blood glucose of 401mg/dl at dinner, and he had symptoms of diabetes ketoacidosis and abdominal pain. The mother stated that the health professional team assisted him in getting rid of the ketones; however, the customer's blood glucose still was high. It was stated that the customer was treated with a manual injection to lower the high glucose level. The blood glucose reading at time of the call was 377mg/dl. Assisted the mother through programming a bolus with bolus wizard. Reviewed bolus history, and found that the bolus entry was registered. The basal, bolus, and daily totals appeared to be correct. Ran a fixed prime test and the insulin exited. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.